Manufacturer narrative:
Age at the time of event : over 18 years. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occured. The target lesion was located in the severely calcified and severely tortuous unspecified artery. After pre-dilatation, a 2.50x32mm promus element drug eluting stent was advanced to the lesion, but was unable to cross despite some attempts of several techniques. The stent delivery system was removed intact and noted the stent strut to be "lifted". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.